Event description:
According to the customer contact, the "nebulizer is not working" and "mist is not coming out."

Manufacturer narrative:
According to the customer contact, the "nebulizer is not working" and "mist is not coming out." She did state, she does not know how old the machine is. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.